Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not confirm the reported problem. The device was confirmed to be operating per specifications and no failure was identified. At the customer's request, the repair was cancelled, and the device was returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while servicing the device, it was observed that there was an error code 1009 (vent-inop): pressure regulation high" message. During the exhalation port test, the message 'exhalation port test abnormal termination' appeared on the screen, and 'pressure control error' appeared under the message. The event occurred after replacing the circuit. The sales rep replaced the device with a replacement. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.